Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune revision broach handle becomes disconnected from the broach when broaching hard bone. It does not stay connected. Surgical delay 30 seconds.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: evaluation and functional testing of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.